Manufacturer narrative:
The device was returned for investigation and performed normally in all tests. No device issue could be identified.

Event description:
It was reported that the customer encountered significant bleeding while using coolseal trinity.